Event description:
Information received with return of the device does not address the patient's clinical status but notes that ten minutes afte r implant, the device would not pace or sense appropriately and after reconnecting the lead severall times, the impedance was >1990 ohms.